Event description:
During a transfer, the ez lift malfunctioned. The bolt which lifts the patient vertically appeared to break in two positions. The ez lift snapped and the arm of the lift fell to the ground with the patient still in the sling. She fell on the legs of the lift.what was the original intended procedure?transfer from bedside chair to bed.device #1is this a laboratory device or laboratory test?no